Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow sensor required replacement to address the issue of the failed test step for oxygen (o2) low flow. However, no repairs were completed because the device was scrapped.